Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2017-00808 & 0001825034-2017-00809).

Event description:
It was reported that the liner would not seat with mating implant. The procedure was completed with a different liner. A screw was protuded from the shell, it was removed.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned liner and screw exhibited damage associated with attempted implantation and removal. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
It was reported that the liner would not seat with mating implant. The procedure was completed with a different liner. A screw was protruded from the shell, it was removed. There was a delay approximately 30-40 minutes.